Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformance's during the original build. Because no device was returned, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump did not alarm air in line. They stated that the pump over infused and the infusion ended early and that there was no alarm when the bag was empty. Mmdg did follow up with the initial reporter who stated that the patient had not adverse effects due to the complaint. (Complaint (B)(4))